Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory observed noise on the egm (electrogram) waveforms. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the implantable cardiac monitor (icm) did not detect asystole after the patient was deceased. It was reported that the death was not related to the use of the icm. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.